Event description:
The customer alleged they received questionable creatinine plus (crep) results on their c501 analyzer. The customer stated there were three patients with questionable results, but was only able to provide data for two patients with discrepant results that were reported outside the laboratory. The samples were repeated on another c501 analyzer. The first patient's initial crep result was 2.84 mg/dl. The repeat result was 1.74 mg/dl. The second patient's initial crep result was 4.32 mg/dl. The repeat result was 0.93 mg/dl. The second patient had a second sample drawn and tested on the other c501 and the result matched the repeat result. The repeat results were considered correct and issued as corrected reports. No treatments were provided and there were no adverse events. The crep reagent lot number was 60012501 and the expiration date was 02/28/2015. The field service representative found that instrument contamination was causing low pressure from the gear pump.

Manufacturer narrative:
A definitive root cause could not be determined. It was noted that the data indicated a high variability of the quality control results. Based on the results, the quality control may have been out of range at the time of the event. Instrument contamination could not be ruled out as a possible root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.